Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in italy, it was a case of a valve-in-valve procedure with a 23mm sapien 3 valve within a 25 mm non-edwards prosthesis (radiologically non-visible) in pulmonic position by transfemoral vein. During the procedure, due to suboptimal visualization of the prosthesis, the first valve was unintentionally deployed in the right ventricular outflow tract and subsequently embolized. After multiple maneuvers, the valve was retrieved using the balloon, withdrawn through the right ventricle and across the tricuspid valve, and positioned in the inferior vena cava, where it was deployed and stabilized with an overdistended andramed stent. A subsequent attempt was then performed using a dryseal 24 fr (65 cm) sheath and a 26mm sapien 3 valve, which was implanted in a suboptimal low position because of significant malalignment (tilting) of the pre-existing aspire prosthesis. During inflation, the balloon appeared misaligned within the frame and underwent circumferential rupture. It was attempted to remove the commander delivery system; however, the ruptured balloon caused a significant kinking (deformation) of the 26mm sapien 3 valve. During these maneuvers, the distal portion of the balloon became entrapped within the prosthesis, the balloon tore and remained attached to the prothesis, with a fragment of the commander delivery system balloon later identified by echocardiography as embolized and attached to the valve. In an effort to stabilize the prothesis, the 26mm sapien 3 valve was post-dilated with a bd true dilatation balloon. Following completion of the procedure, the patient was transferred to the operating room for surgical removal of the prosthesis and the balloon fragment that remained attached to it. The patient was in stable condition.